Event description:
During evaluation of a returned spectrum pump, the device alarmed constant/false air-in-line. No additional information is available.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'constant / false air in line alarm' was unable to be reproduced. A review of the event history log (ehl) revealed occurrences of multiple occurrences of air-in-line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower sensor is the main contributor of sensing bubbles or air in the tubing. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.